Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing a "low voltage" alarm. The alarm happened while on both ac as well as battery power. The lvad numbers remained at baseline; however, there were 3 separate speed drops to 8400 from fixed speed of 8800. All other lvad numbers remained at baseline during the speed drops.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.